Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated they were experiencing a sensation at implant site that "bothered" them ever since they were implanted with the device. The patient stated they've now found out that they have an infection at their implant site.